Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on (B)(6) 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) b3 - published. G2 foreign: canada. D4: attempts have been made to gather all product identification information and no further information has been provided. Suroosh madanipour, ma, mbbs, lisa c. Howard, md, msc, bassam a. Masri, md, nelson v. Greidanus, md, donald s. Garbuz, md, michael e. Neufeld, md, msc (2024) outcomes of liner exchange versus component revision for the treatment of stiffness following primary total knee arthroplasty https://doi.org/10.1016/j.arth.2024.10.014. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that the patient underwent a revision procedure of the liner due to stiffness and limited range of motion. The reported event was identified during review of a journal article: the journal of arthroplasty. Title: outcomes of liner exchange versus component revision for the treatment of stiffness following primary total knee arthroplasty. Attempts to obtain additional information have been made; however, no more is available at this time.